Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer was advised to call healthcare provider and follow the guidelines outlined in the IFU or seek medical attention and call back to troubleshoot. The customer reports they feel okay to troubleshoot. It was found that the customer has been self altering the basal and sensitivity. The customer states has altered to try and help bring down blood glucose issue. The customer was advised to complete set change and speak to healthcare provider about issue if high blood glucose continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.